Event description:
It was reported by service report that the bed motion controls did not work from the footboard or the side rails. There was patient involvement; however, no adverse consequences were reported.